Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as rashy and yeasty under folds of skin with broken skin. There was no alleged device malfunction contributing to the rash. The patient¿s physician prescribed nystatin powder for the rash. Follow up indicated that the rash improved.